Event description:
A medical doctor reported the ultrasound stopped functioning during a procedure. There was no pt harm or surgical delay reported. Add'l info was requested but the international company rep reported no add'l info would be provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).